Manufacturer narrative:
Update 4/15/2013 - pfs and medical records received. The correct doi was provided. There is no new additional information that would affect the existing MDR decision. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that patient experienced pain and discomfort, which negatively affected ability to perform activities of daily living. Blood tests have revealed consistently elevated levels of chromium and cobalt.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
There are no new allegations. Updated patient's initials, updated patient's residence, and added firm name.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.